Event description:
Patient received an implant on (B)(6) 2012 of a bifurcated device and a 28mm aortic extension. During the patient's one month follow up the computed tomography scan revealed an in-folding of the proximal edge of the aortic extension and clotting in the aortic extension down into the bifurcated device. The review of the scans revealed that the blood flow is forcing the aortic extension in; closing off the aortic extension and traveling down the outside of the aortic extension and inside bifurcated main body providing flow to the lower extremities. It was reported the patient had no symptoms or issues. On (B)(6) 2012, the physician elected to explant both devices rather than performing an endovascular repair; stating the patient was a good candidate for open repair. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy met the criteria for indications for use. Actual device was returned for evaluation, device performed as per specifications.